Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys vitamin d assay result for one patient sample. The initial result was 45.88 ng/ml and the repeat result was 13.53 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 255965. The expiration date was requested but was not provided.

Manufacturer narrative:
Additional repeat results of 23.98, 31.83, 35.97 ng/ml were provided for the one patient sample. Results for four additional patient samples tested on the day of the event were provided, of the data only the results for three of the samples were discrepant. Patient 2 results were 12.74, 9.92, 8.98, 7.94, and 11.19 ng/ml. Patient 3 results were 70.22, 69.62, 61.82, 51.93, and 47.47 ng/ml. Patient 4 results were 44.89, 33.43, 24.23, 19.24, and 14.60 ng/ml.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data, a general reagent issue could be excluded.